Manufacturer narrative:
D4: primary unique device identifier (UDI) #: not applicable because the device was manufactured prior to UDI regulations. H4: device manufacture date is unknown because the device was manufactured prior to UDI regulations. Correction information b4: date of this report - updated d8: was this device ever serviced by a third party? - "unknown" to "yes". G6: follow-up #: 1 h2: if follow-up, what type? - updated h3: device evaluated by manufacturer - "no" to "yes" h6: codes updated - type of investigation, investigation findings, investigation conclusions-updated. Additional information d4: primary unique device identifier (UDI) d9: is this device available for evaluation? H11: evaluation summary. _________________ evaluation summary the reported event was an image failure during a procedure. The pentax engineer consulted with hospital staff and confirmed that the malfunction was identified during use. No patient harm was reported, and the procedure was successfully completed using a backup device. Based on the investigation and repair record, it was considered that external factors may have caused damage to the rubber covering of the remote-control button, allowing fluid ingress into the endoscope and resulting in malfunction of the button and subsequent image failure. The device was repaired by a third party and returned to the hospital on (B)(6) 2026. The distributor's engineer visited the hospital, checked the endoscope, and retrained the users on reprocessing and operation procedures. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was released under normal conditions and passed all required inspections. Although the manufacturing date could not be verified due to the timing of this unit's production prior to UDI regulations, the actual date shipped was confirmed as 14-may-2013. There were no reworks or concessions. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Pentax medical apac performed a good faith effort (gfe) and received a response via email on 09-feb-2026. Clarification was requested regarding the statement "impact on patient treatment." According to the information received, the impact on treatment was that the examination time was prolonged. No patient harm has been reported in association with this event. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 30-jan-2026, pentax medical became aware of an event involving a pentax medical video gastroscope model: eg29-i10 serial number: (B)(6) in china within the apac region. During an endoscopic procedure, after the endoscopic image was frozen, it remained fixed on the still image. The remote button on the endoscope was pressed again, but the image did not switch back to the normal moving image. After the processor was restarted, the issue was resolved. An impact on patient treatment was reported. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.